Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting about six months prior to the report, the patient¿s recharge interval has changed from charging once a week to having to charge twice a week. He has not had his settings changed or had reprogramming done. Starting a couple of days prior to the report, the patient had noticed that the stimulation had gotten too strong in the legs when he was standing and walking. The patient turned down settings and the stimulation seems to be better. The patient does fall frequently and noted that he last fell about 10 days prior to the report. The patient had strong positional stimulation about a year prior to the report, but that went away. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient contacted the manufacturer and there seemed to be no concerns. Patient stated they were recharging a little more frequently than when it was first implanted. No further actions/interventions were taken; patient turned it down a little bit to (B)(6).